Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the core wire disengaged from the closure device and migration occurred the patient presented to the left atrial appendage (laa) closure procedure in atrial fibrillation. A 24 mm watchman ® laa closure device and delivery system was used with a watchman® access system. At the time of deployment the la pressure was 16 mmhg and release criteria was met. The physician started rotating the deployment knob counter clockwise. After turning the knob about a dozen times, the closure device torqued and moved proximally without releasing. The physician stopped to examine the closure device when the core wire disengaged and pulled the closure device, leaving the closure device extremely proximal and unstable. While the closure device was still implanted very tenuously, they tried snaring it, but the closure device completely dislodged and migrated to the aorta and settling below the renal arteries. They then inserted a 18f non-bsc introducer sheath into the left femoral artery and snared the closure device using a non-bsc snare system. They discontinued the procedure without leaving a closure device. The patient left the catheterization lab without any further events or complications. The patient was discharged the following day without incident. The patient was seen at the physician¿s office and was in good condition.

Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: examination of the complaint device revealed that the returned product consisted of a watchman delivery system (wds). The implant deployed out of the sheath and detached from the core wire. The device was bloody. The sheath, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed tip damage (tricuts flared/ abrasions), sheath damage (abrasions), anchor damage, and implant fabric damaged (fabric threads had ¿a run¿ in three places). The damage to the implant is consistent with a recovery snare. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the core wire disengaged from the closure device and migration occurred. The patient presented to the left atrial appendage (laa) closure procedure in atrial fibrillation. A 24mm watchman ® laa closure device & delivery system was used with a watchman® access system. At the time of deployment the la pressure was 16mmhg and release criteria was met. The physician started rotating the deployment knob counter clockwise. After turning the knob about a dozen times, the closure device torqued and moved proximally without releasing. The physician stopped to examine the closure device when the core wire disengaged and pulled the closure device, leaving the closure device extremely proximal and unstable. While the closure device was still implanted very tenuously, they tried snaring it, but the closure device completely dislodged and migrated to the aorta and settling below the renal arteries. They then inserted a18f non-bsc introducer sheath into the left femoral artery and snared the closure device using a non-bsc snare system. They discontinued the procedure without leaving a closure device. The patient left the catheterization lab without any further events or complications. The patient was discharged the following day without incident. The patient was seen at the physician¿s office and was in good condition.